Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned lens showed the lens was returned in liquid and part of the lens was torn off and missing. (B)(4).

Event description:
It was reported that the surgery tech had difficulty folding and positioning the cc4204a silicone single piece lens when loading the nanopoint injector. Consequently, the lens tore as the surgeon advanced it into the eye. The lens was removed with forceps without any patient incident. The reporter stated the event was due to a loading error of a new tech.